Event description:
Medtronic received information that the insulin pump prime/fill anomaly, no communication to insulin pump and mobile unresolved and pump error 54 alarm occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged high bgs, insulin pump error alarm, prime/fill anomaly and blue tooth communication anomaly between insulin pump and mobile found on (B)(6), 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump primed properly. No unexpected insulin pump error alarm noted during the testing. Insulin pump successfully downloaded traces and history file using thump. No insulin pump error alarm recorded and found in the formatted history file for the event date. Insulin pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No bluetooth communication anomaly between insulin pump and mobile noted. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. The insulin pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Insulin pump error alarm, prime/fill anomaly and blue tooth communication anomaly between insulin pump and mobile were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.